Event description:
Home patient (hp) called the technical service center to report he connected to the homechoice (hc) unit before the pt line was primed. Tech service rep (tsr) instructed caller to start over with new supplies and not connect until pt line is primed and the hc says connect yourself. No pt injury or medical intervention was reported at the time of this incident.